Manufacturer narrative:
The device and/or user data logs were not returned and/or uploaded for investigation. We are unable to confirm the reported uncommanded boluses or to determine the root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s911usqs6dydb. Smartphone hardware: sm-s911u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's daughter reported after a software update on the patient's android smartphone, the omnipod system has been delivering boluses not programmed by the user. No impact on the patient's blood glucose level was reported. The patient did not require medical attention related to the alleged event. If additional information is received, a supplemental report will be submitted.